Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the distal extrusion found that the outer extrusion was flattened at 7cm distal to the port. An examination of the balloon found that there was a complete circumferential tear in the balloon material. The balloon material in the distal section of the balloon tear was creased/bunched. The tear was located approximately 8mm distal to the proximal edge of the proximal balloon sleeve. The inner shaft was severely stretched and this resulted in the proximal markerband detaching and being pushed up to the distal markerband. As a result of the inner stretching, there was a gap between the proximal section of the balloon tear and the distal section of the balloon tear of 3cm. A detailed examination of the markerbands could not identify any sharp edges which could potentially have contributed to the balloon tear. As a result of the stretched extrusion, it was not possible to load a 0.015 inch size mandrel through the wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. This 3.0x20mm maverick 2 balloon catheter was inflated to 14atms in a calcified lesion. When the balloon catheter was removed from the patient, the balloon appeared to be ruptured. The procedure was completed with another maverick 2 balloon catheter. "No further problems occurred". Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. This 3.0x20mm maverick 2 balloon catheter was inflated to 14atms in a calcified lesion. When the balloon catheter was removed from the patient, the balloon appeared to be ruptured. The procedure was completed with another maverick 2 balloon catheter. "No further problems occurred". Additional information has been requested and is not available.